Event description:
It was reported that during the implant procedure, the first lead was attempted, but it was not possible to insert the stylet into the lead. The lead was not used, and another lead was attempted. The second lead was repositioned multiple times, eventually resulting in being unable to retract the helix or insert the stylet. The lead was cut and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4): the full lead was returned and analyzed. The distal conductor was distorted, blood was found in/on the helix/lobe mechanism, and the lead appeared to have been damaged at implant. The analyst noted that the helix will not extend or retract due to distal conductor distortion within the connector. (B)(4): the full lead was returned in segments and was analyzed. The distal conductor was distorted, and the inner insulation was kinked buckled. Blood was found in/on the helix/lobe mechanism, and the lead appeared to have been stretched and damaged at implant.